Event description:
The arjo repair technician was informed by the customer staff about an incident involving a citadel plus bed frame. It was reported that the patient fell from the bed and was injured when the side rail broke. The incident occurred while the customer staff was bathing the patient, who was leaning against the right side rail at that time. Initially, there was no indication that any medical intervention was required. On 21 april 2026, arjo received new information related to this event. The claim alleges that the patient fall associated with the hospital bed resulted in a femur fracture requiring hospitalisation and medical treatment.